Manufacturer narrative:
H6: component code 829 added.

Manufacturer narrative:
Code "other" was selected as the medical device return remains unknown. A severe injury, illness or impairment which requires hospitalization or medical intervention. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore through the ssb11-02 pivotal clinical study. On (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aortic dissection, zone 2. Gore® dryseal flex introducer sheath was possibly used in the procedure. During the procedure, vascular injury (right femoral artery) was confirmed. Reportedly it was related to endovascular procedure. As a treatment, vascular repair was performed.